Event description:
It was reported that an external fluid leak was observed from the "lower rear" of the filter of a prismaflex tpe 2000 set approximately two (2) minutes after the start of continuous renal replacement therapy in the intensive care unit. The machine alarmed during priming, however there was no alarm when the leak was noted during therapy. The treatment was discontinued and the extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available: however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed fluid droplets leaking from the lower filter header area. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was determined to be a defective, soft welding seam, which should be detected and discarded during production. A corrective action record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.